Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested and received. All information is the same as (B)(4). Both instances happened within the same week with the same surgeon. Is photo available of patient reaction? No. What was the procedure date? (B)(6). Was any surgical intervention performed? Product was removed post-op. Please describe how was the adhesive was applied. Onto clean, dry, hemostatic skin. No excessive glue application. Per odp. What prep was used prior to, during or after adhesive use? Chloraprep prior to incision, cleaned with water and dry lap prior to application. Was a dressing placed over the incision? If so, what type of cover dressing used? -no dressing over prineo. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?- no, prior prineo user with no problems. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. Patient demographics: initials / ID, gender, age or date of birth; bmi, unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions), unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Prineo from prior procedure. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Product lot of product used? Spbadl. Current patient status. -reaction is healing. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? -bad lot or change in product, went one full year without any reactions and us now seeing multiple reactions per week for the past month. Is product available to return for analysis. No. What day post op was the prineo removed? Prineo was removed 3-5 days post-op. I¿m not sure if the exact timeframe. Was surgical intervention required to re-close the wound after removal of prineo? No surgical intervention was required to re-close the incision. No device is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. Three days post-op procedure the patient started blistering and getting redness around the mesh. Topical was prescribed for treatment. Patient is doing well. Adhesive was removed 3-5 days post-op. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.